Manufacturer narrative:
Continuation of d10: product ID dtpa2qq lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product ID 6935m62 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product ID 5867-3m lot# va2qg8h implanted: (B)(6) 2024 explanted: (B)(6) 2025 product ID 459888 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection involving vegetation. The system was replaced five days later. No further patient complications have been reported as a result of this event.